Event description:
As soon as the nurse inserted the spike into the bag, the tubing directly below the drip chamber disconnected. Liquid began rapidly dripping on floor; the nurse stopped the drip by occluding the hole at the bottom of the drip chamber with gloved hand. Resident was notified that because of the tubing having a hole, the bag was no longer considered sterile and therefore could not be administered to patient.